Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited unstable threshold measurements varying with the patient's body position due to dislodgement. A revision procedure was performed in which the lead was repositioned and stable thresholds were achieved. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.